Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was 154 mg/dl. The customer stated that they changed battery and the display was flashing and white. The customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The insulin pump will not be returned for analysis.